Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to "infection". It was stated that the pt had terminal cancer, due to which the doctors involved were connecting the spinal segment to an external pump to continue provide pain relief. No further info could be obtained. Additional info has been requested, but was not available as of the date of this report.